Event description:
It was reported that the customer issues with their insulin pump. It appears that the pump fails to deliver insulin from time to time. Troubleshooting was performed. The insulin pump was replaced, but still the blood glucose was high. The patient's blood glucose was 300 mg/dl. The patient has treated for high blood glucose. Advised the customer to change the entire set, reservoir and insulin. Advised the customer to interaction aftercare email and directed the customer to additional resources available on our website. The patient will call back to do high pressure test. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.